Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion code. Technical services (ts) was consulted, recommended device replacement. This s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product remains in service and has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. It was confirmed that this device met manufacturing specifications prior to distribution and there was no indication that the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of device displays error message was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Based on a thorough review of the reported complaint, the conclusion code cause not established was selected.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion code. Technical services (ts) was consulted, recommended device replacement. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received, this s-ICD was explanted and successfully replaced. No additional adverse patient effects. This product has not been returned.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion code. Technical services (ts) was consulted, recommended device replacement. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received, this s-ICD was explanted and successfully replaced. No additional adverse patient effects. This product has not been returned.